Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain/ pelvic pain") in a 28-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the menorrhagia had resolved. At the time of the report, the pelvic pain was resolving and the female sexual dysfunction, depression, fatigue, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. (B)(6) 2014, surgical pathology report: diagnosis: uterus, hysterectomy: benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc(product technical complaint.). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain/ pelvic pain") in a 26-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. Concomitant products included diazepam and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the menorrhagia had resolved. At the time of the report, the pelvic pain had resolved and the female sexual dysfunction, depression, fatigue, vaginal haemorrhage, menstrual disorder, dysmenorrhoea, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified. Ultrasound scan - on an unknown date: result: abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Event added: dyspareunia (painful sexual intercourse). Event onset dates updated. Concomitant medications added. Lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain/ pelvic pain") in a 28-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("menstruation issues") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the menorrhagia had resolved. At the time of the report, the pelvic pain had resolved and the female sexual dysfunction, depression, fatigue, vaginal haemorrhage, menstrual disorder, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. (B)(6) 2014, surgical pathology report: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: event "mental anguish" added, event "severe pelvic pain, pain/ pelvic pain" outcome updated to "recovered / resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('severe pelvic pain, pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the menorrhagia had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, female sexual dysfunction, depression, fatigue, menstrual disorder, dysmenorrhoea, anxiety and dyspareunia outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: result: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrin are present. A metallic wire was not identified. Ultrasound scan - on an unknown date: result: abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added: ectopic pregnancy, device ineffective. Event outcome updated: vaginal haemorrhage. Rcc comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnacy') and pelvic pain ('severe pelvic pain, pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the heavy menstrual bleeding had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, female sexual dysfunction, depression, fatigue, menstrual disorder, dysmenorrhoea, anxiety and dyspareunia outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified. Ultrasound scan - on an unknown date: result: abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. Lot number:880436 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnacy') and pelvic pain ('severe pelvic pain, pain/ pelvic pain') in a 26-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. Concomitant products included diazepam, ethinylestradiol;norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the heavy menstrual bleeding had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, female sexual dysfunction, depression, fatigue, menstrual disorder, dysmenorrhoea, anxiety and dyspareunia outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into (B)(6) 2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion.. Pathology test - on (B)(6) 2014: result: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified. Ultrasound scan - on an unknown date: result: abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. No new information updated. Case marked significant due to imdrf code synchronization error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain/ pelvic pain") in a 28-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included external hemorrhoids, insomnia, abdominoplasty and rectocele (slight posterior rectocele). Previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and iud. Concurrent conditions included dyspareunia, adenomyosis and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on 17-dec-2014. In 2014, the menorrhagia had resolved. At the time of the report, the pelvic pain was resolving and the female sexual dysfunction, depression, fatigue, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: initially into 22may2012, essure hysteroscopic sterilization: the right and then into the left the essure was inserted in the standard manner to the black line. The essure was deployed and was pulled back to the gold ring and the essure was completely released. Coils were visualized as noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 3-aug-2012: total bilateral occlusion. Abdominal ultrasound showed normal uterus. I could see one of the essure coils on one side but other side not clearly visualized. Abd tummy tuck scar is intact. Ultrasounds have confirmed and pelvic examinations have confirmed normal gynecologic anatomy. 17dec2014, surgical pathology report: diagnosis: uterus, hysterectomy: -benign cervix negative for dysplasia. Secretory pattern endometrium negative for hyperplasia -no myometrial incision identified. Fallopian tubes, bilateral: -benign paratubal cysts. There is a silver metallic slightly coiled wire protruding from each of hte right and left cornu that vary in length from 0.6-0.8 cm and each measure less than 0.1 cm in diameter. The first fallopian tube measure 4.5 cm in length and varies from 0.4-0.8 cm. There is a small grey metallic wire protruding from the cut end of the tube consistent with the previously mentioned metallic wire protruding from the cornu. The second fallopian tube measures 3 cm in length and varies in diameter from 0.4-0.9 cm. There are several small paratubal cysts identified that measure up to 0.1 cm in greatest dimension. The fimbrine are present. A metallic wire was not identified quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 28-year-old female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2009 to 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy.). Essure was removed on (B)(6) 2014. In 2014, the menorrhagia had resolved. At the time of the report, the pelvic pain was resolving and the menstrual disorder, dysmenorrhoea, fatigue, female sexual dysfunction, depression and vaginal haemorrhage outcome was unknown. The reporter considered depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet : reporter and patient information, essure confirmation test, the events abnormal bleeding (vaginal, menorrhagia), apareunia(inability to have sexual intercourse), depression, dysmenorrhea (cramping), pain, fatigue added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.